Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that noise that was reproducible resulting in pacing inhibition was observed on the right atrial (ra) lead. A fracture was suspected by the physician due to high pacing impedance. The ra lead was capped (B)(6) 2024 and replaced. The patient was stable.

Manufacturer narrative:
Correction: section b5: the pacing impedance was low not high. Section h6: coding was also updated to reflect corrected new information :2285 - low impedance".

Event description:
New information notes the pacing impedance on the right atrial (ra) lead was low.